Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). Surgical intervention was undertaken. The lead was explanted and replaced. The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.